Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and observed bubbles/foam in the internal probe wash pump bellows. The fsr resolved the issue by replacing the bellows and poppets. No additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed aspiration errors and discrepant patient results on the architect c4000 analyzer. The customer provided results for one patient out of 3 patients that had erroneous results along with aspiration errors. The results were not reported out of the laboratory. The samples were retested on a different analyzer. The customer stated the repeat results were all "normal" but did not provide specific data. (B)(6). No adverse impact to patient management was reported.